Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient stated that the last pod that they used resulted in a communication error. The patient reportedly had blood glucose levels of 300 mg/dl. After that issue that the patient went on to manual injections before they went to the hospital. Symptoms reported included hyperglycemia, abdominal pain and fatigue. The patient was treated with fluids and manual injections of insulin at the hospital.